Event description:
The infusion pump malfunctioned. Although the pump was set at a rate of 100 ml/hour, it was noted the fluid was infusing "wide open." The pump beeped stating "system malfunction." There was no injury to the patient.